Manufacturer narrative:
(B)(4). Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, visit to emergency room and was hospitalized for high bgs and dka found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2022 00:53:00.000, (B)(6) 2022 04:56:00.000, (B)(6) 2022 06:41:00.000 (B)(6) 2022 07:59:06.000, (B)(6) 2022 08:13:03.000, (B)(6) 2022 08:23:00.000 (B)(6) 2022 10:09:00.000, (B)(6) 2022 15:21:00.000, (B)(6)2022 15:31:00.000 and (B)(6) 2022 23:22:41.000 during basal and bolus delivery. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call they were visited to emergency room and hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. The insulin pump shows infusion flow block alarm they performed displacement test and passed it. Customer reported that the event of hospitalization was extremity pain or cramps, other vomiting. The auto mode feature was active at the time of high blood glucose event. The customer was treated with insulin intravenous drip, manual injection or insulin pen. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The troubleshooting was performed. The insulin pump under delivered the insulin. The device will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - clinical code with this report.

Event description:
Corrected/missed description: the customer alleged the insulin pump under delivered insulin. Auto mode was not active at time of event. Cgm was not in use.